Event description:
Allegedly, px has the advance knee from wright medical and he is looking for the evolution for the revision. Additional information received on 02/18/2022. This is a right knee. Allegedly, the patient is getting radiating pain when he is at rest, no pain when he is weight bearing. Does have an joint space that seems to be getting loose. Poly is worn about 1mm (has had x-rays). Currently living in (B)(6). Has had no issues with implant until recently. Patient pre-surgery condition: had peroneal nerve damage because of valgus deformity. Surgeon did not release nerve during surgery. Patient current condition: px does have spinal issues (fractured l3), now having spinal for about (5) years now. Could be receiving a spinal fusion. Patient is researching his own surgeons who will revise his knee to an evolution revision knee. Patient quote "I have absolutely loved my knee, and would like to keep the medial pivot know, if possible."

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.